Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received ten shocks over a seven-week time period. A review of the data was performed and there appeared to be a reasonable morphology and amplitude and then the signal ramped down and t-wave oversensing occurred. A boston scientific technical services consultant recommended troubleshooting which was performed. X-ray was unremarkable for any significant positional changes with the system. The caller performed automatic setup and alternate vector was chosen. No adverse patient effects were reported.